Manufacturer narrative:
UDI: (B)(4). Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Per the instructions for use (IFU), central regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to central regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, the cause of the pvl and central ai is unknown, however, the patient was being treated for possible thrombus (prescribed coumadin) and was feeling ¿better¿. It was also reported the perceived root cause was the s3 was implanted too low and the pvl was originating from between the open cells of the frame. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by a field clinical specialist, approximately 1 year post implantation of a 23mm sapien 3 valve in the aortic position, a valve in valve was performed with anon-edwards valve inside the sapien 3 valve. After implantation of the 23mm sapien 3 valve, post-dilation was performed twice to treat ¿ai¿, achieving a satisfactory result, leaving the or with ¿mild ai¿. According to the heart team, the patient never really felt better, and at the f/u echo, it showed moderate ai. It was determined the ai it was central, so a decision was made to treat with anti-coagulation and repeat the echo. Approximately 1 year post implantation of the 23mm sapien 3 valve, the patient was reported to be responding well to coumadin and was feeling better. However 3 weeks after this report, a non-edwards valve was implanted inside the sapein 3 valve to treat the ai. It was reported that the outcome was good. The heart team reviewed the post-s3 CT, and it appeared that the original sapien 3 valve was implanted too low and the pvl was originating between the open cells of the frame, in which case another 23 should be able to treat.  This was acknowledged, but of course was a moot point as the patient had already been treated with anon-edwards valve.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.